Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having intermittent beeping on port 1 regardless of the battery that was connected. Patient claims that the battery that would beep on port 1, worked just fine on port 2. The event was not associated with any controller alarms or pump stop events. It was stated that a controller exchange resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted by the manufacturer, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. The manufacturer investigated momentary disconnections under an internal investigation. If information is provided in the future, a supplemental report will be issued.